Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a solicited report by a physician from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy dialysate and abdominal pain. On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2g, frequency not reported, ip) and cefuroxim (300mg into 2000ml pd solution, frequency not reported, ip). On (B)(6) 2011, cefuroxim was discontinued and meronem (1g, frequency not reported, ip) and fluconazole (100mg, frequency not reported, ip) were initiated. On (B)(6) 2011, extraneal viaflex therapy was withdrawn. The physician stated that the patient did not improve after extraneal viaflex was withdrawn. Initially, physioneal, unspecified product therapy was reported as ongoing. On an unreported date, capd was withdrawn. The root cause of the peritonitis was unknown. On an unreported date, while hospitalized, a partial bowel resection was performed. The physician assessed the event of peritonitis manifested by cloudy dialysate and abdominal pain as severe, life threatening, and permanently disabling. At the time of this report, the patient remained hospitalized. The outcome for the event of peritonitis was reported as not resolved. The physician did not provide an assessment of causality for the event of peritonitis.